Manufacturer narrative:
(B)(4). Date of event has been estimated. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that a nc trek balloon catheter snapped [separated] at the shaft. It is unknown when it was used, who used it, the date of the procedure or any case details when asked for more information. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.